Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer either changed the cartridge or the pump supplies to address the issue and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate across multiple cartridges. Customer's blood glucose level was 182 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.